Event description:
It was reported via journal article: title: advantageous short-term outcomes of esophagojejunostomy using a linear stapler following open total gastrectomy compared with a circular stapler. Authors: yusuke muneoka, manabu ohashi, rie makuuchi, satoshi ida, koshi kumagai, takeshi sano, souya nunobe. Citation: world j surg (2021) 45:2501¿2509, https://doi.org/10.1007/s00268-021-06100-9. This study retrospectively analyzed the surgical outcomes and postoperative nutritional status of patients who underwent open total gastrectomy using a linear stapler or a circular stapler in esophagojejunostomy. Between january 2014 and december 2019, 298 patients who underwent open total gastrectomy for gastric cancer were included in the study. Patients were categorized into circular and linear groups (group c and group l) according to the stapler type used for the esophagojejunostomy. In group c, there were 227 patients with 166 males and 61 females (mean age 65 years, range 21-89). In group l, there were 71 patients with 43 males and 28 females (mean age 62 years, range 25-87). Patients in group c underwent esophagojejunostomy by the single stapling technique or the double stapling technique. In the single stapling technique, the esophagus was transected after making a purse string suture and an anvil head of competitor¿s curves stapler or the proximate curved intraluminal stapler (cdh; ethicon) was placed into the stump of the transected esophagus transabdominally. In the double stapling technique, an unknown linear stapler and a competitor¿s curved stapler were used. Patients in group l underwent esophagojejunostomy by the overlap method using an unknown linear stapler. Complications include anastomotic leakage (n=?), anastomotic stricture (n=?), anastomotic bleeding (n=?) And reflux esophagitis (n=?). In conclusion, esophagojejunostomy using a linear stapler following open total gastrectomy is equally safe and possibly advantageous in anastomotic stricture, bleeding and nutritional status compared with the use of a circular stapler.

Manufacturer narrative:
(B)(4). Batch # unknown. This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot/batch number has not been provided. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon devices mentioned in this article caused/contributed to the reported events in the article?

Manufacturer narrative:
(B)(4). Date sent: 06/20/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was received: no further information will be provided because we can¿t get any additional information from the author.